Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) who reported the ins charge level remains at 100% for a couple of days before dropping to 75%, then it remains at 75% for a couple of days before dropping to 50%. However, the ins charge level has been dropping quickly in the last few days. The ins was charged to 100% as of 10:00 am yesterday morning, and by 6:30 pm it was already down to 50% per the dbs therapy app. The patient did not have any falls or trauma prior to this event.